Event description:
It was reported that the line was placed on the left side and used intraoperatively. There was no flow and clinician was unable to pass pa catheter. It was felt the tip was extravascular. Clinician was unable to aspirate catheter. Intervention and/or treatment details not available. There is no report of further pt complications or adverse sequelae.